Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, over infusing at 22ml, was not able to be reproduced. The device was sent for flow accuracy testing and the device passed with an error percentage of 4.65%, which is within the acceptable tolerance range of -5% to +5%. A review the event history log was performed for the provided event date. The user programmed an infusion with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was over infusing at 22ml occurred in the biomedical service department. There was no patient involvement. No additional information is available.